Event description:
A laboratory user reported on 24 march 2021 that a value for a1c was sent to the laboratory information system (lis) as '<4.0' when '8.1' was the observed value on the instrument. Initial investigation of the data innovations instrument manager specimen management module event log was unable to determine what triggered a configuration value and if the result was changed by instrument manager. There was no patient harm as this was a one-time occurrence and the technologist recognized the problem before the patient results were verified and sent to the patient's medical record. The investigation has been unable to reproduce the issue and therefore, it has not yet been determined if this is a malfunction of the instrument manager software. The investigation is ongoing at the time of this report.